Event description:
It was reported that during implant the implantable cardioverter defibrillator (ICD) exhibited high pacing impedance and a spring pin came out of the device's atrial port. The physician elected to complete the procedure with a new ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of displaced contact spring in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was found to be missing. The displaced right atrial contact spring is believed to be the cause of the reported event of high atrial impedance measurement.